Event description:
The customer reported that alarm issues with their patient information center were occurring. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips technical consultant (tc) pulled the audit logs to assist the customer. The tc reviewed the logs and found many alarms for the patient in question during the time frame of the reported incident. After reviewing the logs, the engineer confirmed many alarms, some of which were silenced on the monitor. The engineer performed an evaluation/analysis and determined the device was working as intended with no failures found. The engineer electronically sent the customer an analysis of their findings.

Event description:
The patient was found without an optiflow or spo2 sensor around 8:15 a.m. On (B)(6) 2022. The duty team reported that the alarms did not sound. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.